Manufacturer narrative:
Film analysis: the reported endoleak was confirmed on the films provided; however the cause and subtype of endoleak could not conclusively be determined. Lack of pre-implant did not allow for assessment of the pre-implant anatomy and earlier post implant cts were not available for assessment of the stent graft configuration over time. Endoleak interrogation via selective angiograms (i.e., injection of contrast from several levels within the stent graft) to determine the endoleak type was not available for review, and the imaging quality was suboptimal due to artifacts. A type ia endoleak seems unlikely as there appeared to be an adequate proximal seal. Type ii can be ruled out as no patent collateral vessels were noted at the level of the aneurysm sac. A type iiia separation endoleak is not considered a potential cause as adequate overlap between stent graft components was observed. While a type iiib fabric endoleak, due to the presence of calcification which may have interacted with the stent grafts, cannot be ruled out, it is likely that a type ib endoleak may be present due to the observed loss of distal seal of the right iliac limb. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular procedure of an aaa it was reported that a follow-up CT taken four years later showed a possible endoleak. Per the physician the cause of the event is undetermined. No additional clinical sequelae were provided and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was reported that it is unclear if the leak is confined to the main body bifurcated device. It is also unclear which implanted devices are associated with the endoleak. This is a system report. The section d information is for the primary device, which was in use with the following: endurant ii aortic stent graft, product ID: etcf2828c49e, serial number: (B)(6) endurant ii iliac stent graft, product ID: etlw1616c93e, serial number: (B)(6) endurant ii iliac stent graft, product ID: etlw1613c124e, serial number: (B)(6) endurant ii iliac stent graft, product ID: etlw1613c93e, serial number: (B)(6) endurant ii iliac stent graft, product ID: etlw1613c82e, serial number: (B)(6) endurant ii iliac stent graft, product ID: etlw1613c124e, serial number: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.